Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 -5.50 diopter lens into the patients right eye (od) on (B)(6) 2023. Reportedly, iritis/uveitis/cme was observed three weeks after surgery. Per updated information the patient is doing well and the treatment (eye drops) has solved the issue. On 11-nov-2023 excessive vaulting was reported. On (B)(6) 2023 the lens was explanted. This resolved the issue. Additional information reportedly, approx 6 weeks post surgery all was perfect. Arthritis was first diagnosed outside the clinic later dr. Bechmann wrote in the patient file that there was no evidence of panuveitis. On sep6th a cme on both eyes was shown. Patient got "triam" (triamcinolon) parabulbar odos. On sep20th patient got much better, oct10th all was fine again. On nov11th vaulting on od 1020 microns and os 912 micrones ucva 20/25 odos. A work order search found 3 similar complaints. Claim (B)(4) is for the opposite eye (os) and claim # (B)(4) are duplicate claims of (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reports a case of uveitis three weeks after surgery. Per updated information the patient is doing well and the treatment ( eye drops) has solved the issue. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken and bent with residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).